Manufacturer narrative:
The phacoemulsification machine and handpiece was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of phacoemulsification unit and no issues with the handpiece. While on site, the surgery center indicated after the corneal burn event; the case following had the drain pump kept running. The customer was able to replace the tubing pack and there was no issues with the new tubing pack. The drain pump issue is not related to the corneal burn incident. The fss found the handpiece to meet all amo specifications. The suspected handpiece was found to be working properly. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative right eye. The intraocular lens (iol) was implanted and the procedure was completed.